Event description:
This patient had a history of bilateral breast augmentation in 1995, at another facility with saline breast implants inserted. Patient presented to the operating room today, (B)(6) 2010, for removal of bilateral saline breast implants due to leaking. Surgical procedure: right explantation of leaking implant with capsulectomy; left explantation of leaking implant with capsulectomy; bilateral subpectoral saline implant insertion; bilateral capsulorrhaphy. Post op diagnosis: bilateral severe capsular contractures and leaking implants.